Manufacturer narrative:
(B)(4). In this case, there was no reported device malfunction associated with the clip delivery system (cds). The reported patient effects of mitral regurgitation and dyspnea, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. Based on the information reviewed, the physician had reported that the mitral regurgitation was due to progression of disease; therefore the cause was determined to be related to the patient comorbidities. The reported dyspnea and fatigue were likely cascading effects of recurrent mitral regurgitation (mr) due to the progression of disease. There is no indication of a product quality deficiency with respect to manufacture, design or labeling. A review of the device history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
This is conservatively reported for worsened mitral regurgitation (mr) requiring additional mitraclip procedure. The cause of worsened mr and relationship to device is unavailable. It was reported the initial mitraclip procedure was performed on (B)(6) 2013 to treat functional mitral regurgitation (mr). Three clips were implanted. On (B)(6) 2014, due to worsened mr, the patient underwent a second mitraclip procedure. One additional clip was implanted and the mr grade was reduced from 4 to 2. The previously implanted clips were confirmed to be attached to the leaflets. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
Subsequent to the initial medwatch filed, additional information received: at the time of the initial procedure on (B)(6) 2013, the pre-procedure mitral regurgitation (mr) grade was 3. Three clips were implanted (10230035/29, 10230045/01, 10230035/30) and the post-procedure mr grade was 1. The patient later presented with dyspnea, fatigue, and increased mr due to progression of disease. The patient underwent the second procedure for treatment of the recurrent mr. All three clips were confirmed to be well attached to the leaflets and the patient was clinically stable post-procedure. No additional information was provided.